Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service contractor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'positive sib vref out of range' and 'invalid circuit module' during pre-use checkout. There was no report of patient involvement.